Event description:
Customer reportedly received the following results on two meters within 10 minutes: 445 mg/dl, 169 mg/dl (aviva system 1) and 169 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with patient identifier (B)(6) for the aviva system 1.